Manufacturer narrative:
(B)(4). Malfunction. Prior to release to market the cartridge met all manufacturing specifications. Placeholder.

Manufacturer narrative:
Patient outcome is good.(B)(4): placeholder.

Event description:
It was reported that the patient underwent an implantation of an abbott medical optics intraocular lens (iol) which needed to be explanted in the same procedure. It was stated that the cartridge "split" open and the lens was wedged in the patient's eye. In addition, it was stated that there was an incision enlargement while removing the lens. The date of event, and the cartridge and iol brand and model were not provided. No additional information was provided. A separate medical device report (MDR) is being submitted for the iol and cartridge. This MDR is being submitted for the cartridge.

Manufacturer narrative:
The manufacturing record was reviewed and all results were within specification. No non-conformances were generated during the manufacturing process of this lot. All manufacturing operations were in compliance. No deviations were found in the sterilization process. The documentation showed that all model pscst30 cartridges were released within specification when this lot was completed. All pertinent information available to abbott medical optics has been submitted.